Event description:
It was reported the er420 was used during a laparoscopic cholecystectomy. It was reported by the affiliate from the second clip the clip scissored. It did not cut the vessel. There was no consequence to the pt.

Manufacturer narrative:
D5,6; h2,3,4,6; g4: added additional info. D6: device returned with no lot identification. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, yes; damaged jaws, no; damaged feed bar, no; damaged handle shroud, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, yes; jaws: hold clip, yes; jaws: inside width at tips, .217 and lockout functional, yes. Analysis conclusion: based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to what may have caused reported incident. Instrument was returned in good physical condition. Instrument was cycled, fed, and formed clips within design specification when tested. It was concluded that instrument was conforming to design specifications. Experience surgeon reported could not be repeated. Each instrument is evaluated during assembly process to ensure clips feed and form properly.